Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an equipment exchange was confirmed via log file analysis. Data from 08nov2024 to 09nov2024 was reviewed. The controller event log file revealed the driveline was connected to the device on 08nov2024 at 13:23:48. The pump operated thereafter at 5,300 rpm with no atypical alarm event. The data captured in the provided log files indicated the same pump was initially connected to (B)(6) and then exchanged to (B)(6) on (B)(6)2024. Attempts were made to obtain additional information from the customer regarding the system controller exchange; however, no additional information was provided. A root cause that led to the equipment exchange could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files captured the connection of system controller (B)(6) on (B)(6)2024 at 15:32 followed by low flow events with the flow hovering mainly in the 2.4 to 2.5 lpm range. These were associated with low pulsatility index (pi) values that settled into the 2 range. No external power events were noted on 04nov2024 at 15:35 from both power leads being disconnected for several seconds. The log file then captured the driveline being disconnected. System controller (B)(6) was reconnected on (B)(6) 2024 at 13:23 with nothing notable in the log. Flow values were in the 4 lpm range. Log files from system controller (B)(6) did not contain any unusual events.